Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. A field service engineer (fse) arrived onsite and inspected the biometric identifier issue. It was identified that only 12 stations in manitoba, were affected following a recent upgrade, and the stations referenced under the health sciences centre had already been decommissioned. No repair actions or testing were performed as the units were not in service.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier scanner internal component failure caused overheating, resulting in loss of bio ID sign in functionality, and users logged in using alternative methods such as username and password. However, there were no delay to patient care and adverse events or injuries reported based on this incident.